Event description:
This 52 yr old female had an open reduction, internal fixation of the left forearm on 8/29/95. On september 26, 1995 the hardware had to be removed due to breakage. A new device was implanted at that time.